Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a lesion. The device was inspected with no issues. Negative prep was not performed, the lesion was pre dilated. It was reported that the stent deformed in vivo during positioning. The procedure was completed using the following resolute onyx devices: 2.25 x 15 mm, 2.0 x 12 mm, 2.25 x 12 mm, 3.0 x 30 mm and multiple balloons. The patient is alive with no injury.